Event description:
On 2/8/96, pt suffered a mid-shaft transverse fracture of the right femur while snowmobiling. On 2/9/96, a 9mm femoral nail was implanted. Pt walked with crtutches until may, with a cane until august, and full weight-bearing after august. On 12/27/96, the nail broke at fracture site. On 1/1/97, nail was removed and replaced with a larger nail.